Event description:
Event description boston scientific received information that this patient went in for cardioversion. Patches were accidently placed directly over the device and now device numbers are different for all parameters. The patient is not sensing properly and she is still in atrial fibrillation and flutter. Her device is in vvi mode now, with appropriate v-pacing, and she is not pacer dependent. Right after cardioversion she was not capturing and the automatic capture feature was on. The physician will monitor going forward to see if numbers come back to where they were. The field sales representative is reporting this issue due to patches being placed directly over the device. ,